Manufacturer narrative:
Follow-up #1 date of submission 05/07/2014-additional information:the reporter contacted animas on 04/25/2014 with the following additional information:it was alleged that moisture was visible behind the pump display lens.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that all of the pump keypad buttons became unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No damage was observed to the pump keypad cover. During testing, the up arrow, down arrow, and ok keypad buttons were unresponsive; the contrast keypad button responded properly. The keypad cover was removed and no contamination was found under any button contacts. The bolus button cover was also observed to be detached and missing from the pump. The pump case was removed and moisture was found on the keypad flex connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.